Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegations, ¿foreign material came out of the nozzle,¿ ¿foreign material came out of biopsy channel¿ and ¿foreign material came out of suction cylinder¿, were all confirmed. Based on the results of the investigation, the foreign material could not be identified, and the root cause of the foreign material that remained in the device could not be conclusively specified. Based on obtained information, it was unknown if the reprocessing was conducted in accordance with instructions for use (IFU). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation, the reported issue was not confirmed; the air/water flow met with specifications. However, functional testing identified damage to the air/water tube which caused the device to no longer be water-tight. In addition, the bending angle in the up direction did not meet with specifications due to a worn angle wire. The visual examination showed the following additional issues: the bending section cover adhesive was chipped with a cloudy area; the electrical connector showed corrosion due to water leakage; the connecting tube was dented and scratched; the universal cord protector was scratched and switch button 1 was scratched. When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer reported that the device was cleaned, disinfected and sterilized prior to return to olympus. The customer could not confirm the origin or composition of the foreign material. Regarding pre-cleaning: the customer reported that water was aspirated through the instrument/suction channel. The customer could not confirm whether there was a delay in precleaning but confirmed the device was presoaked in detergent solution prior to manual cleaning as per device reprocessing manual. The customer could not confirm whether the air/water nozzle was flushed with water and air as per device instructions. Regarding manual cleaning: the customer reported it was unknown whether the reprocessing accessories used on the channels had abnormalities. The customer confirmed the reprocessing accessories used to clean the air/water nozzle had abnormalities but did not specify further. The customer confirmed the instrument channel outlet and the air/water nozzle were wiped with clean cloths/brushes/sponges. The customer stated the air/water nozzle was not flushed with detergent solution. The customer confirmed the instrument channel, channel port and suction cylinder were all brushed during manual cleaning. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had weak air and water supply. The issue was found during inspection prior to use for diagnostic procedure. The device was returned to olympus for evaluation. During evaluation, foreign material was found at the forceps channel, air/water nozzle and scope cylinder. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation. No adverse effects to patient reported. The customer confirmed the patient procedure was completed but had no other event information available.